Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe there was a tiny bead of liquid on the tip of the needle. The following information was provided by the initial reporter: item 320440 with lot # 9014703 finding a tiny bead of liquid at tip of needle.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200805534] noted for silicone on od of barrel. There was one (1) notification [200805562] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe there was a tiny bead of liquid on the tip of the needle. The following information was provided by the initial reporter: item 320440 with lot # 9014703 finding a tiny bead of liquid at tip of needle.